Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
The doctor reports an impossibility of adjusting the implant driver, the doctor says that he decided to replace it to avoid possible future prosthetic problems due to the possibility of a defect in the connection. The affected tooth position is #43. The doctor confirms that the patient did not suffer any negative impact on his health and that the procedure was completed with another implant.